Manufacturer narrative:
(B)(4).maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The hl-20 unit was serviced and the apm/air emboli module was replaced. The defective module was not returned to the manufacturer for evaluation. (B)(4)

Event description:
On (B)(6) 2013, (B)(6), reported that the hl-20, 5-pumps console base (article number: 70102.8581, serial number: (B)(4)) the bubble detector alarmed and would not reset. The bubble alarm had to be in "override" mode to finish the case. (B)(4).